Manufacturer narrative:
No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.